Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump prime could not be completed. The customer was advised to take the reservoir out of the insulin pump and stated that the reservoir was not empty. The customer was advised to press the act button and check for a drop and stated that the insulin pump alarmed for max fill reached. The customer declined to troubleshoot for high blood glucose. The blood glucose reading was 356 mg/dl. The customer reported losing focus. The customer was not hospitalized.